Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported she is unable to establish communication between her ipg and programmer. It was also reported the programmer reflected a communication error. The pt also reported she has not charged her ipg in approx 6 months. The ipg is inoperable. The sjm rep met with the pt and confirmed the issue. The pt also stated she has gained weight since her last successful recharge. The pt will undergo surgical intervention as the next course of action.